Event description:
It was reported that this subcutaneous implantable cardioverter (sicd) has been implanted for nine months. The device exhibited oversensing of frequent slow ventricular tachycardia (vt) and it is unclear at this time if the oversensing resulted in inappropriate defibrillation therapy. The physician also reported the device declared elective replacement indicator (eri) and current capacity was insufficient to provide pacing therapy. However, pacing therapy is not a function this device provides. Device therapy was deactivated. Additional information was requested in regard to the clinical observations. No further information is available at this time. No additional adverse patient effects were reported. It was reported that information was received confirming that this patient had received inappropriate shocks. The patient has since undergone several radio frequency ablations, which have decreased the delivery of inappropriate therapy. The previous statement in regard to pacing therapy was in reference to the patient's intrinsic rate of 50bpm. The sicd remains in service and system replacement is under discussion as the health care facility has requested a dual chamber device for this patient. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter (sicd) has been implanted for nine months. The device exhibited oversensing of frequent slow ventricular tachycardia (vt) and it is unclear at this time if the oversensing resulted in inappropriate defibrillation therapy. The physician also reported the device declared elective replacement indicator (eri) and current capacity was insufficient to provide pacing therapy. However, pacing therapy is not a function this device provides. Device therapy was deactivated. Additional information was requested in regard to the clinical observations. No further information is available at this time. No additional adverse patient effects were reported.